Event description:
Patient came off dialysis treatment 2.1 kg over dry weight. It was noted that the ultra filtration was not turned back on after the machine was shut down and restarted. Patient educated to call if any symptoms. Patient lost 3.3 kg and was 2.1 kg over dry weight. Patient did not have any problems.